Manufacturer narrative:
The device is not expected to return for evaluation. We are unable to determine if any defect or manufacturing deficiency could have contributed to the reported adhesion issue and the patient's diabetic ketoacidosis. No qualification records could be reviewed as no product lot number was reported.

Event description:
The patient reported that the pod adhesive came loose from his abdomen. He was hospitalized for two and a half days with diabetic ketoacidosis, large ketones, and blood glucose reading "high" (>27.3 mmol/l). He received an infusion with nacl and 5% insulin. The pod was lost in the hospital. They are trying to find it, but don't believe they will be able to do so.